Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on october 11, 2010, for investigation. A visual inspection revealed that the jaws were bloody and burnt, and the heater was bowed out somewhat. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced energy and steam, and did not remain activated. Based upon these findings, the reported failure, "intermittent power" could not be confirmed. A device lot history review was performed on the reported lot number, and there are no non-conformities which could be attributed to the reported failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system overheated. A new kit was used to complete the procedure. There were no pt effects. The event occurred some time last week. The product was returned.